Manufacturer narrative:
H.6. Investigation: one sealed 30g x 5mm safety pen needle sample and four photos were returned from lot. No. 9323615, cat. No. 329705. Visual examination of the returned sample was carried out and a piece of teardrop label was observed inside the cover. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred during cleaning of the labeller head when a piece of teardrop label fell onto the pallet and attached itself to the component.

Event description:
It was reported that pen needle autoshield duo 30gx5mm jp had foreign matter. This was discovered before use. The following information was provided by the initial reporter: a tear drop label-like fm was found in the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle autoshield duo 30 g x 5 mm jp had foreign matter. This was discovered before use. The following information was provided by the initial reporter: a tear drop label-like fm was found in the product.